Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: during evaluation, the battery compartment was found to be cracked. The battery cap was damaged. Additionally, evaluation revealed a dim display screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment and cap and a display screen issue. This report is made based on results of investigation completed on 11/20/2013. There was no adverse event associated with this complaint.